Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor seized, was jammed and heavy moving. Therefore, the reported condition was confirmed. It was further determined that the motor consumed 4.0 amperes and was defective. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that before surgery, it was observed that the small battery drive device made strange noises in drill mode. During in- house engineering evaluation it was found that the motor seized, was jammed and heavy moving. There was no patient involvement reported. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.